Manufacturer narrative:
The original evaluation of the incident deemed as non-reportable was about the request for replaceable o-rings. Considering the additional note about an occasion when the alarm failed to display as expected, the event was retrospectively evaluated as reportable. After the evaluation of the device, it was found that the reported issue of alarm not sounding was neither replicated nor reproduced. The root cause of the reported malfunction of the aquari controller was deemed to be the failure of pump motor. Excessive wear of the motor brush and subsequent high impedance state of the pump was deemed to be the cause of pump motor failure.

Event description:
O rings on the ends of the hoses deteriorated and broke apart. Without the o rings, the aquari pads do not maintain air pressure and slowly deflate. This sometimes triggers the error on the aquari unit "pads too soft". Other times it does not send an alarm and instead the pads slowly deflate which creates a patient safety risk.

Event description:
O rings on the ends of the hoses deteriorated and broke apart. Without the o rings, the aquari pads do not maintain air pressure and slowly deflate. This sometimes triggers the error on the aquari unit "pads too soft". Other times it does not send an alarm and instead the pads slowly deflate which creates a patient safety risk.

Manufacturer narrative:
The original evaluation of the incident deemed as non-reportable was about the request for replaceable o-rings. Considering the additional note about an occasion when the alarm failed to display as expected, the event was retrospectively evaluated as reportable.